Event description:
It was reported that the customer was hospitalized in (B)(6) 2015 due to diabetic ketoacidosis and high blood glucose levels. The customer's blood glucose was above 600 mg/dl at the time of admission. The customer stated that she was vomiting and unresponsive prior to the hospitalization. The customer was hospitalized for six days in total. The customer stated that stress and the flu were causes of the issue. The customer stated that the issue was not caused by the insulin pump and declined troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.